Event description:
A pk papyrus covered stent system was selected for treatment. The lad was perforated during dilation of a calcified lesion with a balloon. To stop the bleeding, the complaint instrument was introduced into the patients body, but the physician was unable to pass the target lesion. After the physician tried again to pass the lesion, it was detected that the stent was lying outside of the patients body on the table. Another pk papyrus stent was successfully implanted.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.